Event description:
A pinnacle pelvic floor repair kit wa used during an anterior and posterior pelvic floor repair procedure in 2008. According to the complainant, during the procedure, as they were loading the capio device, the bullet detached and fell off outside the pt. The procedure was completed with another pinnacle device with no pt complications, and the pt's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the batch history wil be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.